Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is .(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure. The patient presented as direct admission for heparin bridging prior to proline removal scheduled for (B)(6) 2019 with interventional radiology (ir). The patient also endorsed peripheral edema and abdominal bloating/fullness with reported 30 pound weight gain since (B)(6) 2019. He was diuresed with intravenous (IV) lasix. The proline was removed on (B)(6)2019 at bedside and heparin gtt and coumadin were restarted later that day. On (B)(6) 2019, the patient was given lasix x1 and then lasix drip at 20/hour due to being fluid overloaded. Nephrology recommended continued diuresis with oral bumex. The patient also received inotropes as part of treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account later reported that the patient¿s right heart failure was not considered to be device related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) the hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was determined that the patient's right heart failure was not device related. No further information was provided.